Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection shows the lens can be identified as tecnis multifocal acrylic 1-piece intra ocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. It can be seen the lens is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The manufacturing records were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. The in-line optical inspection data shows the lens is within power specification. The device met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that an tecnis multifocal zmb00u0100 was explanted from the patient's right eye after she experienced unexpected post-operative refraction. There was no incision enlargement or suture required for the procedure. A 18.0 diopter lens was used as the replacement during the same procedure. The patient was doing fine when she was discharged.

Manufacturer narrative:
In initial report, the incorrect date was provided for implant date. The correct date is (B)(6) 2015. This follow up has the correct date in implanted date. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder